Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer called to report that the ground pad would not illuminate. The site stated that they replaced the ground pad multiple times, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to clean the area with saline; however, the issue continued. The site had access to a third-party electrosurgical unit (esu) but was unsure how to connect it. The tse attempted to walk the customer through the setup process, but the customer ultimately opted to replace the vision side cart (vsc). The procedure was converted to another xi system, with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and the issue was not confirmed through system logs; however, log review identified error m-1f on two different dates. Visual inspection revealed a cracked/broken bezel. Subsequent functional testing confirmed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Additionally, review of the internal error log showed the presence of m-0b. The complaint was confirmed based on system logs; however, failure analysis could not replicate the issue.

Event description:
Refer to h11 for follow-up information.